Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the device generated an alarm and the front panel display disappeared due to faulty cr board. The evaluation also found that the first regulator unit was damaged, resulting in insufficient gas feeding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the high flow insufflation unit could not be turned on. The patient was not under anesthesia and the unspecified diagnostic procedure was completed using the same device. There was no delay or report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to printed circuit board and the first regulator unit. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.